Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed a sheath puncture in the strain relief. The valve was stuck distal to the duckbill of the sheath, within the hub and strain relief. There was one (1) strut bent at the inflow side. The valve was post-expanded, and the leaflets were wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. The frame was canted after expansion. There was imagery provided for evaluation. Per imagery review, the patient's left access vessel had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the valve frame damage was objectively confirmed based on the returned device evaluation. The available information suggests patient factors (calcification and tortuosity), incomplete loader insertion, and/or procedural factors (high push force) likely contributed to the event as a bent strut on the inflow side of the transcatheter heart valve (thv) was observed during the returned device evaluation. Additionally, as reported, it was noted "that it was possible that the loader was not fully inserted into the esheath+ prior to the delivery system being introduced". Incomplete loader insertion or premature retrieval can introduce misalignment at the loader-sheath junction, leading to resistance during delivery system advancement and increasing the risk of valve frame damage. The loader is designed to facilitate a smooth transition of the crimped valve through the sheath hub. When not properly inserted, discontinuity at this interface may cause friction or catching interactions between the valve and sheath hub, leading to bent valve struts. This damage may be further exacerbated by device manipulation (high push force), which subjects the valve to localized mechanical stress. Additionally, improper loader insertion technique can increase push force requirements, contributing to sheath damage, including but not limited to kinking and/or compromised integrity of the shaft. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft and require a higher push force to navigate. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure (tavr) with a 26 mm sapien 3 ultra valve, there was difficulty inserting the 14fr esheath+ into the patient. During advancement of the 26 mm commander delivery system and valve through the 14fr esheath+, the system became stuck at the white portion (strain relief/partially expandable) of the esheath+. The access vasculature was noted to be narrow and significantly calcified. It was also noted that it was possible that the loader was not fully inserted into the esheath+ prior to the delivery system being introduced. The delivery system and valve were withdrawn within the esheath+ as one unit. Upon removal of the system, a small tear or hole was observed within the white portion of the esheath+. A second 14fr esheath+, 26 mm commander delivery system, and 26 mm sapien 3 ultra valve were prepped. There were no issues during the second implant and the second valve was successfully implanted. There was no patient injury. The patient remained in stable condition post-procedure. The perceived root cause of the event was a combination of the loader possibly not being fully inserted into the esheath+ and the calcified, narrow nature of the vasculature. The devices were returned for evaluation. Evaluation of the returned valve revealed one strut bent outwards at the inflow side.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-08915 for details of the other event. The investigation is ongoing.